Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that a 2008t hemodialysis (hd) machine was set to remove 2.2 liters (l) over the course of the patient¿s entire hd treatment. However, the unit removed 3.6l of fluid. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient¿s hd therapy was completed on this machine. Following the event, the machine was pulled from service for evaluation. The biomed performed a ultrafiltration (uf) problem identification checklist procedure and found the uf balance error (volume remove) was 71 milliliters (ml), which is outside the maximum allowable error of +/- 30ml test specification. The biomed replaced the ultrafiltration pump which resolved the issue. Following the part replacement, the uf problem identification checklist was re-run; all test values were found to be within specification. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was received which revealed that the biomed performed an ultrafiltration (uf) problem identification checklist procedure following the event and found the uf balance error out of specification. The biomed replaced the ultrafiltration pump and then re-ran the uf problem identification checklist; all test values were found to be within specification. The unit has been returned to service at the user facility without issue. A review of the device manufacturing records was conducted by the manufacturer on the reported serial number. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical inv.: a clinical investigation was performed which concluded the following. Although the user facility alleged that the 2008t hd machine removed too much fluid from the patient (3.6l versus 2.2l) and the patient experienced an ill effect (unknown) requiring medical intervention (unknown), no documentation had been received to substantiate that claim. Therefore, no association between the 2008t hd machine and the event of too much fluid being removed and the ill effects requiring medical intervention can be determined based on the lack of available information. Additional information related to the patients demographics, hd treatment sheet, and medical intervention has been requested and is needed to determine potential causality.

Event description:
Follow-up was received which revealed that the treatment was ended 15 minutes early. Additionally, the ultrafiltration (uf) goal was increased from 2 kilograms (kg) to 2.5 kg during the patient's hd treatment. Furthermore, the user facility indicated that the patient experienced ill effects (unknown) and required medical intervention (unknown).